Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details has been requested. No additional info is available at this time. The event of inflammatory reaction with swelling, redness, and pain is a physiological complication and analysis of device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported injecting a pt with a series of "soft lining sessions" spaced approx 1 month apart starting with 2 syringes of juvederm voluma with lidocaine, followed by 2 syringes of juvederm volbella with lidocaine and 1 syringe of juvederm volift with lidocaine, and a third session again with 1 syringe of juvederm volift with lidocaine. Approx 2.5 months after the third session, the pt developed "swelling and pain in the forehead". Over the next day or two pt developed "swelling, redness, inflammatory reaction" in the middle face area that "progressively extended to almost all injection sites". The pt was treated with prednisone and symptoms resolved. However, when pt stopped taking prednisone symptoms returned; pt was subsequently treated with cortisone cream, hyaluronidase injections at "inflammatory sites", and dicnofenac. Pt's symptoms slowly improved.